Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the wake button was unresponsive as a result of the touchscreen becoming cracked. Customer's blood glucose was 200 mg/dl. Reportedly, customer continued to use pump for insulin therapy.

Manufacturer narrative:
The failure investigation has been completed and the alleged touch screen issue was verified. The failure investigation has been completed. Based on the analysis, the alleged wake button issue could not be verified.